Event description:
From the hospital report: during a cystoscopy with transurethral resection of bladder tumor the tur instrument was used by the scrub. The set has 2 working elements in it. 1 is bipolar and the other is for monopolar. For this procedure, the monopolar was to be used but the scrub unknowingly hooked up the bipolar working element to the monopolar cord and this was plugged in to the monopolar bovie port. The electrocautery was activated by the surgeon but did not work. After a few moments it was brought to the attention of the scrub that he was using the wrong working element. A new set was opened and the correct instrumentation was used. The monopolar bovie cord and machine that were used were taken out of the room and a different bovie machine was brought in and used.